Event description:
It was reported that the patient presented to the hospital due to loss of capture and noise. During explant it was observed that the leads were completely twisted and the lead was replaced when repositioning was unsuccessful.

Manufacturer narrative:
No medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.